Manufacturer narrative:
Checking the DHR of the involved lot #, no pre-existing anomaly was found on the components that were released on the market with the same lot #. This is the first and only complaint received on the lot #. We will submit a final MDR as soon as the investigation will be completed.

Event description:
While drilling the holes for baseplate during a shoulder surgery performed on (B)(6) 2022, the helix drill d.3,5mm (product code 9084.20.081, lot #21ar00l) snapped as it was placed against the bone and pressure was applied. The breakage occurred prior to powering on. It was reported that a long bit was used to conclude the surgery. No extension of surgical time was reported. According to the complaint source, the instrument was used as per surgical technique. No adverse effect was reported for the patient. Event happened in (B)(6).

Event description:
While drilling the holes for baseplate during a shoulder surgery performed on (B)(6), 2022, the helix drill d.3,5mm (product code 9084.20.081, lot #21ar00l) snapped as it was placed against the bone and pressure was applied. The breakage occurred prior to powering on. It was reported that a long bit was used to conclude the surgery. No extension of surgical time was reported. According to the complaint source, the instrument was used as per surgical technique. No adverse effect was reported for the patient. Event happened in australia.

Manufacturer narrative:
We will submit a final MDR as soon as the investigation will be completed.

Event description:
While drilling the holes for baseplate during a shoulder surgery performed on (B)(6) 2022, the helix drill d.3,5mm (product code 9084.20.081, lot #21ar00l) snapped as it was placed against the bone and pressure was applied. The breakage occurred prior to powering on. It was reported that a long bit was used to conclude the surgery. No extension of surgical time was reported. According to the complaint source, the instrument was used as per surgical technique. No adverse effect was reported for the patient. Event happened in australia.

Manufacturer narrative:
Available items belonging to the same lot # were retrieved and dimensional analysis was performed on them. The core diameter was found to be not compliant to the specifications for all the 5 instruments retrieved. In details, the nominal core diameter of the drill bits is 1,7 0,1 mm, whereas the actual core diameter of the retrieved pieces ranges 1,14 - 1,18 mm. Therefore, the core diameter of the drills is smaller than expected. Once returned to lima corporate, the dimensional analysis on the broken drill involved in the complaint confirmed that the core diameter is not compliant to the specifications, confirming the complaint to be product related. The root cause analysis performed by the supplier of the instrument determined that the subcontractor to which it outsources the working phase of helix spinning, incorrectly set up the manufacturing machine. The wrong set up caused the production of non-compliant helices belonging to lot #21ar00l. A corrective action preventive action (CAPA) has been opened to manage the no compliance. Other than the action plan aiming to avoid the recurrence of the event, a recall action to perform the withdrawal of the affected devices from the market was performed (internal lima ref. # (B)(4). The notification of the overseas field action was sent out to the FDA on september 13th, 2022, however no piece belonging to the involved lot # reached the us market. As the pieces had been manufactured o.u.s. And distributed o.u.s., no further report was requested for the field action. Pms data. According to our pms data, we can estimate the breakage rate of the instrument 9084.20.081 to be 0.23% (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. In addition, the breakage rate of the involved lot #21ar00l is 4.17% (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, a corrective action was required for this specific case (details as per investigation above). Lima corporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.